Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2304 chills/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling the need to go to the hospital. At the time of the event, the dexcom app displayed an egv of 80 mg/dl. The patient verified this reading with a blood glucose meter (bgm), which registered 60 mg/dl. He subsequently experienced symptoms consistent with severe hypoglycemia, including pronounced lethargy, blurry vision, shakiness, a cold sensation throughout the body, loss of balance, and weakness in both legs and arms. The patient attempted self-treatment using soda, jerky, and honey-roasted nuts. Due to the severity of his symptoms, he proceeded to the emergency room, where he received 3 mg of baqsimi glucagon for treatment of the hypoglycemic episode. Blood glucose (bg) and egv values at the time of ER intervention were not documented. The patient remained hospitalized for less than 24 hours and reports that he is feeling better at this time. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.